Event description:
The customer reported during a procedure, he got a precharge error message on the mainframe. He turned system off and back on and monitor cart booted up but the mainframe did nothing, no power at all to m/f. No patient injury.

Manufacturer narrative:
The service rep ordered a battery pack. The rep removed and replaced battery pack and power control pcb. Tested system operation with no problems. System is functioning as intended.